Manufacturer narrative:
(B)(4). Returned meter evaluated with no defects found. Most likely underlying root cause of malfunction: strip issue.

Event description:
Customer complains of "hi" results. Customer states that she feels shaky, sleepy and with blurred vision, and went to emergency room. The customer's expected blood results are 120-158mg/dl fasting. Verified test strips expire 05/31/2018. Unable to verify storage opened vial date was (B)(6) 2015. Reviewed meter memory: hi, 12:00:00 pm, fasting:yes. Hi, 12:00:00 pm, fasting:yes. Memory concerns:customer is concern with the hi blood results that she took yesterday. (B)(6) calling from (B)(6) states that the patient contacted her and wants to know how high of a blood results the meter will read. I review that the meter will display hi if the blood results is 600 or above. (B)(6) states that the patient went to the hospital because of symptoms of hyperglycemia and her results were high. I got the customer phone # from (B)(6) and the customer was contacted. Spoke with customer and states that she went into the ER room (B)(6) 2015 because the meter shows results over 600, her nurse advise her to go to the hospital right away. Customer states that she was sweating, and her eyes were blurry. Customer wants to know how high the meter will read. I review with customer what the hi means. Customer states that now she is feeling shaky and sleepy, and has blurry eyes. Customer states that she runs two blood test and both times the meter gives hi blood results. Customer normal glucose range is 120-158mg/dl. Customer states that she is never very high. Customer is on insulin and test two times a day. Customer is unable to read the serial # on the meter or see the results in the memory clearly. Customer states that when she got to the ER her blood was in the 500/600 mg/dl they gave her a shot and her sugar when down to 200s mg/dl.